Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon folds were in a wrapped state and had not been subjected to positive pressure. Blood was visible inside the balloon material and along the lumen of the device. This was evidence of a device leak. The device was soaked in a water bath to help soften the blood. Once the device was removed from the water bath, a microscopic examination of the balloon material identified a 1mm tear at the site of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon leak occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, before reaching the lesion, it was noted that the blood flowed back into the indeflator though there was no visual issue noted on the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon leak occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, before reaching the lesion, it was noted that the blood flowed back into the indeflator though there was no visual issue noted on the balloon. No patient complications were reported.